Event description:
The manufacturer sales representative reported that part of the device broke off during a case at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Corrected information: d9, h3 - device not returned.

Event description:
No additional information.